Event description:
It was reported that this electrode, and associated subcutaneous implantable cardioverter defibrillator, were explanted due to an infection at the implant site. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to indicate that in h6, code 3191 is used to capture surgical intervention.

Event description:
It was reported that this electrode, and associated subcutaneous implantable cardioverter defibrillator, were explanted due to an infection at the implant site. No additional adverse patient effects were reported.